Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e216 which indicated there was the communication problem between the subject device and the video processor was displayed at the unspecified timing. At the incoming the inspection for the repair, olympus service operation repair center (sorc) checked the subject device. It could not be duplicated the reported error e216, but the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed. There was no patient injury associated with this report.